Event description:
Hospira tubing list #11993-78, lot 02-522-4w leaked at juncture that is covered by a tube but is not a connection point. Second incidence of weakness at that juncture. Another incident occurred where nursing pulled tubing apart at that area. Made assumption was because of force used but with this leaking incident, feel it could be a product problem.